Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 08/28/2014 - litigation papers received. The doi was provided. Invoice was located which provided part/lot information and confirmed doi. There is no new additional information that would affect the investigation. The complaint was updated on: 09/22/2014.

Event description:
Patient was revised to address pain. The complaint was updated on: 9/12/2013. Update rec¿d 04/03/2014 - medical records received. Patient was revised to address elevated metal ion levels, pseudotumor, and pseudoseptic reaction. The acetabular cup has been added to the complaint. This complaint was updated on: 04/24/2014